Event description:
On (B)(6) 2015, the reporter contacted animas alleging a casing condition issue. The reporter stated that there was a crack in the battery compartment. No additional information was available. There was no adverse event associated with this complaint.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission 04/21/2015. Device evaluation: the device has been returned and evaluated by product analysis on 04/09/2015 with the following findings: the side of the battery compartment was found to be cracked from the threads to the case seal. Unrelated to the initial complaint, the display was found to be dim, fading, and reddish in color. The investigation was completed with the returned battery cap. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.